Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redy0703 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by inserter, "that at around 3:30am on (B)(6) 2020 I perform a puncture to pass a PICC catheter. After the dilator is ready to receive the catheter, I feel difficulty in its progression (only 5 cm introduced). I withdraw and visualize that the guide wire inside the catheter was pulled more than normal. When trying to replace it, I notice a fissure at the tip of the catheter (near the valve of the catheter)."